Manufacturer narrative:
Reporter declined request to return device for evaluation, although provided one photograph. Evaluation of the photograph is consistent with reporter's statement that the patient bit down on the device. Production history records for the reported lot number were reviewed and all in-process checks indicated passing results. The packaging label contains precautionary statements advising the end user to use a bite block when performing oral care on patients with altered levels of consciousness, or those who cannot comprehend commands, and ensuring the foam head is intact. Based on the investigation, and evaluation of the photograph, there is insufficient evidence to conclude that the reported issue was attributable to a product defect or manufacturing operations. Facility provided one photograph.

Event description:
Report received of a user error resulting in a suction swab disengagement. Reporter stated a nurse was providing oral care on (B)(6) 2015, when a patient bit off the tip of the suction swab. Reporter stated that the end piece of the suction swab, including a portion of the plastic straw, broke off in the patient's mouth. Nurse was unable to open patient's mouth to remove suction swab. Reporter stated patient was not in distress. Patient was evaluated by an ent physician, and suction swab was not visualized in the patient's airway. Reporter stated that the patient's family refused intervention to recover the suction swab. Reporter stated that on (B)(6) 2015, the patient went into cardiovascular arrest. Reporter stated that during intubation, the suction swab with attached piece of suction straw was visualized on top of the patient's vocal cords. The suction swab was removed, and the patient was successfully intubated and resuscitated. Reporter stated that as of (B)(6) 2015, the patient remained intubated. Reporter stated that the patient had been on bipap prior to the disengagement on (B)(6) 2015, due to a respiratory issue, and continued on bipap until she was intubated on (B)(6) 2015. Patient has a history of involuntary masseter spasm, which reporter stated may have caused patient to close her mouth during oral care. Instructions for use state, "use a bite block when performing oral care on patients with altered levels of consciousness or those who cannot comprehend commands." Reporter stated that although patient had altered mental status and history of masseter spasm, a bite block was not in use during oral care. Reporter declined request to return involved device for evaluation. Although requested, no additional information was available.